Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation reported as capsular contracture baker grade iii. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified the weight of the device is within specification, deformation, crease fold, and wear abrasion. Observed after autoclave: cloudy color and voids. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.